Event description:
It was reported the arctic sun device received an alert 113. At the time of the call the patient temperature was 37.2c, targeted temperature was 37c, water temperature was 5c, flow rate was 2.2lpm, pads medium, patient 72kg with no exposed abdomen. It was confirmed there was no secondary core temperature, however a temporal read 37.3c. They noted the patient was visibly shivering. Before reviewing the event log, it was explained that the water temperature would continue to stay cold until the heat generation was addressed. It was advised to follow the shivering protocol and perform diligent skin checks. Reviewed diagnostics after seeing the graph and event log. Graph showed the therapy was stopped and at that time the patient temperature was increased and water temperature was decreased accordingly. System hours were 2157, pump hours 1780, water level was 5, mixing pump command was 0 percentage and heater command 31 percentage. It was explained the only possible troubleshooting for that issue would be to drain some water from the reservoir. If the alert 113 reoccurred, then the device would need to be sent to biomed. Walked nurse through that process (stopped therapy, drained pads, used fluid delivery line was to drain, replaced fluid delivery line and restarted therapy). They did not get any more calls from that customer last night.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was not cooling. Replaced mixing pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device received an alert 113. At the time of the call the patient temperature was 37.2c, targeted temperature was 37c, water temperature was 5c, flow rate was 2.2lpm, pads medium, patient 72kg with no exposed abdomen. It was confirmed there was no secondary core temperature, however a temporal read 37.3c. They noted the patient was visibly shivering. Before reviewing the event log, it was explained that the water temperature would continue to stay cold until the heat generation was addressed. It was advised to follow the shivering protocol and perform diligent skin checks. Reviewed diagnostics after seeing the graph and event log. Graph showed the therapy was stopped and at that time the patient temperature was increased and water temperature was decreased accordingly. System hours were 2157, pump hours 1780, water level was 5, mixing pump command was 0 percentage and heater command 31 percentage. It was explained the only possible troubleshooting for that issue would be to drain some water from the reservoir. If the alert 113 reoccurred, then the device would need to be sent to biomed. Walked nurse through that process (stopped therapy, drained pads, used fluid delivery line was to drain, replaced fluid delivery line and restarted therapy). They did not get any more calls from that customer last night.

Event description:
It was reported the arctic sun device received an alert 113. At the time of the call the patient temperature was 37.2c, targeted temperature was 37c, water temperature was 5c, flow rate was 2.2lpm, pads medium, patient 72kg with no exposed abdomen. It was confirmed there was no secondary core temperature, however a temporal read 37.3c. They noted the patient was visibly shivering. Before reviewing the event log, it was explained that the water temperature would continue to stay cold until the heat generation was addressed. It was advised to follow the shivering protocol and perform diligent skin checks. Reviewed diagnostics after seeing the graph and event log. Graph showed the therapy was stopped and at that time the patient temperature was increased and water temperature was decreased accordingly. System hours were 2157, pump hours 1780, water level was 5, mixing pump command was 0 percentage and heater command 31 percentage. It was explained the only possible troubleshooting for that issue would be to drain some water from the reservoir. If the alert 113 reoccurred, then the device would need to be sent to biomed. Walked nurse through that process (stopped therapy, drained pads, used fluid delivery line was to drain, replaced fluid delivery line and restarted therapy). They did not get any more calls from that customer last night.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was not cooling. Replaced mixing pump head. The device went through the pm program. Replaced circulation pump head. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.